Event description:
"Endoleak: on (B)(6) 2020: endoleak was observed from the relay plus device (28-m3 38 145 38 24 90u). It seemed that the damage was made by the bear stents of the relay plus device (28-m3 34 145 30 23 90u). The proximal end of the tag device was away from the damaged section. The patient underwent additional tevar and a zenith taa alpha stent graft (34mm x 150mm x 217mm, cook) was positioned inside to cover the damaged section. The physician successfully completed the procedure (related to (B)(6) )." Patient outcome: n/a.

Event description:
"Endoleak: on (B)(6) 2020: endoleak was observed from the relay plus device (28-m3 38 145 38 24 90u). It seemed that the damage was made by the bear stents of the relay plus device (28-m3 34 145 30 23 90u). The proximal end of the tag device was away from the damaged section. The patient underwent additional tevar and a zenith taa alpha stent graft (34mm x 150mm x 217mm, cook) was positioned inside to cover the damaged section. The physician successfully completed the procedure (related to taa-0547)." Patient outcome: n/a.